Event description:
The patient reportedly experienced intermittency, followed by loss of sound and loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device was performed and the patient was reimplanted with another advanced bionics device.